Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they experienced low blood glucose levels of 50 mg/dl during the phone call when event occurred. The customer treated the low blood glucose with drink. Customer¿s blood glucose level was 50 mg/dl at the time of the incident. The customer stated that the blood glucose went up to 92 mg/dl. The customer also reported blood glucose of 68 mg/dl. The customer declined with low blood glucose troubleshooting. The insulin pump will not be returned for analysis.